Event description:
The patient reported: the aligners barely fit on my teeth, especially on the top. They are causing sores on the sides and bottom of my tongue that are unbearable. My mouth hurts so much that I can't chew when I take them off, and my teeth throb all day. According to the letter of recommendation, the doctor of dental surgery indicated that tooth #8 requires root canal treatment (rct) due to class ii mobility and gross discoloration resulting from orthodontic movement.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.